Event description:
Additional information received reported that the implantable neurostimulator (ins) was replaced because the battery was in overdischarge and it was not certain that the patient would be able to recharge since the ins had been flipped back and could not be charged.

Manufacturer narrative:
Extension model 3708120 serial# (B)(4) lot# unk implanted: (B)(6) 2011 explanted: unk; extension model 37083-40 serial# (B)(4) lot# unk implanted: (B)(6) 2009 explanted: unk; lead model 3986a serial# unk lot# n142878 implanted: (B)(6) 2009 explanted: unk; accessory kit model 3550-29 serial# unk lot# n235359 implanted: (B)(6) 2011 explanted: unk.

Event description:
It was reported that the patient lost effectiveness of charging her implanted neurostimulator. She had good coupling initially but that it has progressively degraded. The patient was receiving a maximum of 1 coupling bars while charging. Communications were tested between programmer and stimulator with no abnormalities found. The patient flipped the neurostimulator in the pocket to confirm that she could not get good coupling and that neurostimulator had not accidently flipped on its own. A new charger was tested with the stimulator with no improvement in coupling. Patient was advised to speak with her physician and receive an x-ray to see if the stimulator had flipped. It was later reported that the patient was not able to charge her neurostimulator for 4 weeks but still felt stimulation at the time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Updated reporter. (B)(4). Analysis of the neurostimulator model 37713 (B)(4) found no significant anomalies. The ins was recharged at body temperature with approximately 1cm of space between the ins and the charger antenna. The ins charged with 100% coupling. There was good stable output on all electrodes referenced to one electrode. Analysis of the extension model 3708120 (B)(4) found no significant anomaly. The extension body was cut through and the product segmented. Continuity was acceptable on both segments. Analysis of the plug model 3550-29 lot unknown found no anomaly. Analysis of the extension model 37083-40 (B)(4) found extensive twisting in the extension body. All wires were broken 8.5cm from the proximal end, and the twisting was the suspected cause. The body insulation was cut through and the product segmented. Continuity was acceptable in the proximal segment from the wire breaks to the connectors.

Manufacturer narrative:
The implantable neurostimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was thinking of getting a nonrechargeable implant. The patient had met with a manufacturer representative and they had to flip the implant around a few times because the patient was having trouble with recharging. The unit was very loose. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the implantable neurostimulator was confirmed to be flipped. The ins was replaced, and the patient was doing well with the new ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.